Event description:
The customer stated that he tested his blood glucose and rec'd a reading of 500 mg/dl. He retested within 10 minutes using another meter and rec'd a reading of 185 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not adjust medication or allege any adverse events due to the readings. The test strips are to be returned for evaluation, and replacement strips will be sent.